Event description:
Country of complaint: (B)(6). Detachment of the needle at the outlet of the blister.

Manufacturer narrative:
Reported device not marketed in the u.s.; however, similar device is. U.s. Agent notified on: (B)(4) 2013. Manufacturing site evaluation: samples rec'd: 2 unopened units. Reviewed the batch manufacturing record, this product had a normal process and results during the process. (B)(4) units of this batch code were manufactured and distributed. Needle attachment of the samples rec'd were tested and the results fulfil the requirements of the OEM. The complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.